Event description:
It was reported that the patient presented in clinic due to a phrenic nerve stimulation caused by the left ventricular (lv) lead. The lv lead was explanted and replaced. The patient was discharged home.